Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shock or jolting sensation and 2 of the 4 leads were not working. Additional information has been requested and will be made as follow up as it becomes available.